Event description:
A pt reportedly received an over-infusion of heparin. At 12:54pm, a 250cc infusion was programmed to deliver at 10cc/hr. The nurse reported that the bag was empty at 1:48pm on the same day. The device was immediately removed from svc. The pt was not injured.